Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On(B)(6) 2016, a (B)(6) y/o, female patient with a bmi of 22.6, underwent implantation of a insert tibia logic ps sz3 13mm. On (B)(6) 2018, approximately 22 months post implant, the patient underwent revision due to "femoral" loosening.